Event description:
The facility reports while transferring a rather large patient, the brakes were applied in order to adjust the patient's nightdress (the bars were down - patient could only lean forward). The patient was asked to lean forward so they could gain access to the clothing. Upon leaning forward, the hoist toppled over. It was reported that the patient's leg was hurt during this event. Patient incurred brusing to her leg. Device has been taken out of service. MFR rep no.960

Manufacturer narrative:
An arjo investigation examined the device and found it ok with no faults. The impression given was that the patient's bottom had moved forwards in the lift seat. This would not have happened had the belt been used. Comments from the staff indicate the feel the hoist toppled due to the patient moving her weight forward suddenly. It is stated in the report from the site that the safety belt had not been used. The lift operating and product care instructions have highlighted a number of important elements to be considered and followed when using the alenti. These instructions have not been followed. The product the functioning within its specification; the manufacturer concludes the incident was caused by a user error, as product literature is explicit. The manufacturer recommends retraining lift operators in all aspects of the lift operations. An order has been placed for safety belts for the customer's equipment.